Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Per the customer, during a laparoscopic assisted vaginal hysterectomy procedure, they couldn't maintain pressure and had to convert to an open procedure. They tried using two different ui500 endoflator units for this case (serial numbers (B)(4) and (B)(4), and both could not maintain desired pressure. The patient is not experiencing any issues related to the procedure. Neither of the units will be returned for evaluation, as they believe the root of the problem was related to the patient's anatomy. This report is for serial number (B)(4).